Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015. According to the complainant, during the procedure, a stone was captured with the trapezoid basket in the pancreatic duct. When the physician attempted to crush the stone, the stone was unable to be crushed. An alliance handle was then used in conjunction with the basket to try and crush the stone, however the handle broke. A sohendra device was then used in an attempt to detach the tip, however the pullwire broke, and they were unable to detach the basket tip. The physician used a balloon to sweep the duct and remove the basket. The stone was released from the basket and the basket was removed from the patient. A stent was placed and the patient has been rescheduled for an ercp with stone removal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Additionally, this device is not indicated for use within the pancreatic duct.